Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within a patient during a colonoscopy procedure. According to the complainant, the indication for the stent placement was treatment for a malignant colonic obstruction. The patient anatomy was noted to be tortuous. The stent was implanted without issue. After 72 hours, the stent had not fully expanded. As a result, the patient underwent an end colostomy surgery. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. (B)(4) for the reported event of stent failed to expand. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Inadequate expansion is identified in the directions for use as an anticipated complication of the use of the device. Therefore, the most probable root cause classification is anticipated procedural complication.